Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic ovarian cystectomy for an eight centimeter endometrioma in 2009, at which time, evidence of prior cyst leakage was evident with hemosiderin staining in the pelvis. The patient had reported acute onset of pain six weeks prior to surgery, consistent with leakage. Filmy adhesions to the pelvic sidewall were easily lysed and no bowel or bladder dissection was necessary. The absorbable adhesion barrier was wrapped around the ovary at the end of the procedure. On post-operative day one, the patient was doing well, but on day two, she called with a temperature of 100.9f and abdominal pain. In the office, her temperature was 102.9f, and she had diffuse rebound tenderness and hyperactive bowel sounds. Wbc was 12,000 with 80% neutrophils and no increase in monocytes. A CT scan showed no free air, but about 200cc of heterogeneous fluid was present in the cul de sac. The surgeon was concerned about bleeding or an unrecognized injury to the bowel, bladder, or ureters and took her back to laparoscopic surgery. No injury was found after thorough inspection of the bowel, injection of indigo carmine, and cystoscopy. The only finding was fragmented pieces of absorbable adhesion barrier and 200cc of serosanguinous fluid. The surgeon removed the absorbable adhesion barrier and copiously irrigated the patient's abdomen and pelvis. In 2009, the patient looked perfectly healthy, had normal bowel sounds, and was afebrile. Her wbc was 6,500. The surgeon opines that other than a viral infection, the only other possibility is a reaction to the absorbable adhesion barrier.